Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 5.0 x 100, 135cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 8 atmospheres for 10 seconds, the balloon ruptured vertically at the middle. The device was removed from the patient's body without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was good.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 5.0 x 100, 135cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 8 atmospheres for 10 seconds, the balloon ruptured vertically at the middle. The device was removed from the patient's body without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was good.